Manufacturer narrative:
Follow-up #1: date of submission 10/5/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: testing was unable to duplicate ¿no power" issue. One unexplainable power on reset event observed in the history the returned battery cap secured to the pump and maintained electrical connection. Returned battery cap was within specifications and was unscrewed half a turn with no power loss occurring. The battery compartment was cracked above the bumper pad: moisture corrosion was observed inside the battery compartment. A leak test was performed and leaks were found at the battery compartment crack and pump case crack. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and moisture corrosion was found throughout the inside of the pump. No cartridge cap returned with the pump. A test cartridge cap was used to complete the investigation. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.